Event description:
A pt reported experiencing inaccurate low results with an otp meter. The pt's blood glucose results were 168mg/dl (meter), 240mg/dl (lab). Tests were done within 5 mins with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.